Event description:
Reportedly, the message "cannot access manager core" is displayed with the subject programmer.

Event description:
Reportedly, the message "cannot access manager core" is displayed with the subject programmer.

Manufacturer narrative:
(B)(4).